Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. The user declined to provide a blood glucose level. The user successfully loaded a new cartridge.